Event description:
It was reported to tyco healthcare/kendall on june 21, 2005 that a customer had a problem with a foley catheter. According to the customer "the balloon on the ultramer catheter would not deflate. Catheters were tested prior to inserting into patient. Urologist had to pop balloon to remove catheter." No patient injury reported.